Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a user experienced persistent hyperglycemia with glucose readings around 400 mg/dl despite changing all infusion supplies twice and while continuing to use the ilet after administering a subcutaneous injection of rapid-acting insulin; the user declined a recommended factory reset and declined to disconnect from the ilet when advised to follow a backup plan. Symptoms included hyperglycemia. Outcomes included no reported hospitalization or emergency medical care. Troubleshooting and education were provided, including guidance to disconnect from the ilet for at least two hours after injections, transition to a backup plan with long- and rapid-acting insulin, monitor for ketones, and contact the healthcare provider. Investigation included review of therapy use and remote clinical support assessment. Investigation of this case revealed no device alarms and an unclear cause for the hyperglycemia. It was concluded that the event involved hyperglycemia of unclear cause with user continuation of ilet therapy concurrent with injection use. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.